Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 336 (mg/dl). Customer delivered a correction bolus to stabilize bg level. Reportedly, the customer is working with their health care provider to make adjustments to the pump settings. No further information was provided on the reported issue.